Manufacturer narrative:
Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The event details listed were obtained on (B)(6) 2018 per the cer "(B)(4)- cer for vertebroplasty and balloon kyphoplasty devices" conducted from a data set from 2007 to 2016 which contained a multi literature article review, which could contain duplicated information obtained from other literature articles reported to verify clinical safety and performance of the vertebroplasty and balloon kyphoplasty devicess. Adverse events/complications attributed to devices: symptomatic cement extravasation/3